Event description:
The director of surgical services reported that in 2004 a valve shunting system was implanted on a pt who presented with severe headaches requiring a revision. Based on the history provided to the director of surgical services the following was noted; the pt suffered a serious head injury at the age of four, requiring multiple blood transfusions (resulting in pt becoming hiv+) and placement of a shunting system. The pt currently is twenty four years old and to date had not required a revision. The catalog number of the initial implanted device has not been identified. Although it appears to be very similar to the currently implanted device it cannot be the same valve since this device was recently released for distribution and was not available 20 years ago. The surgeon who conducted the revision cited the valve failure as "overdrainage syndrome." The risk mgmt dept is holding the explanted valve, which to date has not been identified appropriately. The pt's family member who is an attorney has requested the valve to be released to them. Risk mgmt dept cannot comply with their request. The valve may be sent to integra for eval.